Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a generator replacement procedure. Before the procedure, the patient informed the abbott representative that he suffered a fall in (B)(6) 2020, which required a chest tube and a stay in the hospital. The patient stated since that event, the left ventricular lead had not been communicating data to the implantable cardioverter defibrillator (ICD). Upon interrogation, it was observed all but two vectors had no capture at maximum output. Fluoroscopy revealed occlusion of the subclavian vein. The device was interrogated again, showing the capture was only possible on the same two vectors. The physician elected to keep using the chronic left ventricular lead, and explanted and replaced the ICD on (B)(6) 2021. The patient experienced no symptoms related to this event, and was discharged from the hospital the same day as the procedure.